Manufacturer narrative:
Additional information added to: created to correct aware date to (B)(4) 2019.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided. A copy of the customer's medwatch report was received from the FDA stating, "five additional IV extensions sets with broken clamp given to turn over to clinical engineering. Facility continues to have issues with blue slide clamp on extension cracking when used. Additionally, it was reported to me that anesthesiologists are reporting difficulty taping extension tubing in place as the tubing is too rigid this is resulting in tubing getting caught on things and ivs actually or potentially being pulled out."

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided. A copy of the customer's medwatch report was received from the FDA stating, "five additional IV extensions sets with broken clamp given to turn over to clinical engineering. Facility continues to have issues with blue slide clamp on extension cracking when used. Additionally, it was reported to me that anesthesiologists are reporting difficulty taping extension tubing in place as the tubing is too rigid this is resulting in tubing getting caught on things and ivs actually or potentially being pulled out."

Manufacturer narrative:
The customer¿s report that the slide clamp broke was confirmed. Visual inspection of the set noted a vertical crack at the injection molding gate location, extending completely from the inside clamp opening. Tool marks were not observed. No other evidence of damage or anomalies was observed. Functional testing was deemed unnecessary due to the broken side clamp. The root cause was the result of two contributing factors: non-ideal gate location and shelf life of the slide clamp raw material.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.section a: although requested, patient demographics not provided.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided.